Event description:
It was reported that an ilet could not be unlocked, with the user able to access the notification bell and some menus but unable to proceed, and the device showed as disconnected in the mobile app until re-paired; a pending software update could not be initiated because the device continued to require unlocking, and a replacement was issued. Symptoms included no injury and no adverse physiological effects. Outcomes included replacement of the device and continued use of the user¿s cgm with their phone or receiver until the replacement arrived. Investigation included review of the user¿s account of the event, troubleshooting steps to re-pair the device, and attempts to initiate a software update. Investigation of this device revealed a device operational failure related to the user interface lock state, with the pump unable to complete the update process due to the persistent unlock requirement. The device suffered an impact which cracked the display, once the display is cracked it will not operate properly. This is the reason for the unable to unlock complaint.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.